Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station displayed failed storage space error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to close properly, reverting to open due to a broken screw on the latch mount. A field service engineer resecured the latch mount to resolve and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.